Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance, high capture thresholds, and insulation damage on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.